Manufacturer narrative:
.

Event description:
The customer reported the device failed to shock. There was no reported adverse patient impact.

Manufacturer narrative:
The fse unable to reproduce the reported problem. The fse replaced the control pca as precaution. The device passed all performance assurance testing and no trouble was found. The device remains at the customer site. One control pca was returned for failure analysis. The reported problem could not be verified or duplicated during lab tests. No fault was found with this control board. Philips cannot rule out a malfunction of the control pca at the time of the reported event. The cause was not determined. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No further investigation or action is warranted.